Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 6/24/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection was performed. There was no lens in the device. The plunger and pushrod were observed in advanced position. The cartridge tip was deformed and cracked. Viscoelastic residue was observed in the device. The condition observed in the pcb00 device is consistent with a unit that has been handled. The complaint issue haptic damaged could not be verified. The tip deformed reported issue was verified. Based on the visual evaluation of the returned unit it could not be determined that the cause of the issue reported is related to the manufacturing process since there are indications the unit was handled and prepared for lens insertion at the surgical stage. A product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted.  It was indicated that the device is not returning as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded intraocular lens had bent/broken haptic and the tip broke off from inserter while inserting lens into the eye. Additional information was received, and it was learnt that the lens was fully implanted and remains implanted. There was no patient injury and the fluid from the eye was sent to lab to make sure the tip came out of the eye. Through follow-up it was confirmed the broken tip was not left in the eye. Patient has recovered. No further information provided.